Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm. Troubleshooting for no delivery alarm was performed. The customer's blood glucose level was unknown at the time of the incident. The customer was advised to disconnect at the quick release and was assisted with fixed prime, which they stated resulted with the insulin exiting. The customer stated they wanted to reconnect and bolus, resulting in the insulin going through. The customer wanted to continue with the infusion set and stated that they will change set if no delivery occurred again. The customer mentioned during troubleshooting that they experienced a low blood glucose of 50mg/dl the day prior to the call but declined to troubleshoot. The customer stated that the low was due to a disease and that they will talk to their doctor the next day. No product will be returned for analysis.